Event description:
The customer reported that the baths overflowed and that about 20 ml of fluid had leaked from the act diff instrument. The leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. In addition, there were no erroneous patient results associated with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse confirmed the reported problem and replaced clogged tubing going through line "lv14", resolving the bath overflow. The failure mode identified is likely to generate erroneous cbc/diff parameters due to dilution or contamination of the sample introduced into the baths. (B)(4).